Event description:
It was reported, that a modular-bipolar shell 40 was implanted about (B)(6) years ago. The exact date is unknown. The surgeon reviewed the x-ray and found the bipolar cup had been dislocated. On (B)(6) 2014, the patient underwent a revision surgery. The head and the liner were replaced, the stem was preserved.

Manufacturer narrative:
The manufacturer did not receive devices, or x-rays for review. A picture of the device was received. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(6).